Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat infection, particles in airway from device.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat infection, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging throat infection and patient also alleged that particles in airway from device that are related CPAP device's sound abatement foam.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that at the top enclosure near the sd card accessory port exhibits unknown white and black dust-like fibers that do not align with the characteristics of degraded sound abatement foam. Similarly, at the top enclosure near the modem accessory port, the manufacturer observed an unknown black dust-like fibers that are inconsistent with degraded foam. Inside the bottom enclosure, there is unknown brown and black dust-like contamination, differing from typical degraded sound abatement foam. Additionally, a black speck, not consistent with the appearance of degraded sound abatement foam, has been noted on the bottom of the blower box. A black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and not able to confirm the complaint or address the symptoms specified. And unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.